Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer alleged that the pump delivered too much insulin; however, this could not be verified as no troubleshooting was performed, there were no alerts/alarms in pump history. The customer experienced a low blood glucose (bg) level (value not provided) and was treated in the hospital with intravenous fluids and saline. Low bg was resolved; there was no permanent injury. Although requested, customer's discharge date was not provided and no further information regarding this event was provided.